Manufacturer narrative:
The instrument was returned to isi and evaluated. Failure analysis investigations confirmed that the returned instrument's yaw pulley and the conductor cap of the yaw pulley were broken. The conductor wire was not damaged, but it was exposed. The piece that broke off was not returned with the instrument. No other damage was found. There was no indication that the issue with the instrument caused or contributed to an adverse event; however, this complaint is being reported since a piece of the permanent cautery hook instrument fell into the patient and was retrieved during a da vinci surgical procedure. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
On (B)(6) 2013, it was reported that an amber disc from a permanent cautery hook instrument fell into the patient during a da vinci hysterectomy procedure on (B)(6) 2013. The surgeon was able to retrieve the fallen disc from the patient using the da vinci system. No patient injury was reported. No additional information was provided at the time. On (B)(6) 2013, isi received additional information regarding the reported event. The initial reporter confirmed that the instrument was inspected prior to use per protocol and the instrument was in use for less than 30 minutes. The surgeon was in the process of dissecting connective tissue when the piece from the instrument fell into the patient. The surgeon was retrieved under direct visualization with the da vinci system. No patient injury or post-surgical complications have been reported.